Event description:
On 3/6/97, the facility nurse contacted a MFR clinical rep and provided the following info concerning this pt/device: the device was implanted on 11/18/96. The device was reported to have a "two-way" occlusion. It was determined to have a "clot." As a result, the device was explanted on 1/8/97 and replaced with a new device placed in the right subclavian. The explanted device was discarded.